Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2013. During the procedure, the device could not stop rotating. The device activation was stopped by switching it off. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.